Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images: labeling review: based on the complaint investigation, the complaint for malposition: valve embolizes into ventricle was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The imaging evaluation confirmed that during ventricular expansion, lack of leaflet capture was observed on two consecutive anchors (2 o'clock and 4 o'clock). At initial release, the valve was at the incorrect depth with the anterior and septal sides too ventricular from the annulus (>10 mm from the annulus). Upon deployment, the anterior, septal, and lateral sides of valve are >10 mm from the annulus and most of the anchors lost contact with the annulus. Available information suggests procedural factors (lack of leaflet capture on two consecutive anchors and incorrect depth) contributed to the event. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where upon release the valved canted, however per device proctor and echo proctor there was no malposition. The echo on pod 1 shows device in the same position with no migration and mild pvl. The valve appeared stable still on pod 2. There was no migration noted per physicians, but still mild tr. The patient was discharged home in stable condition with mild central and pvl, and tr. An internal imaging review confirmed that the evoque valve embolized into the right ventricle, acutely after device deployment. The anterior, septal, and lateral sides of the evoque valve are in the right ventricle, resulting in most of the anchors losing contact with the annulus. The evoque valve appears minorly unstable. The final transvalvular tr is mild and the final pvl is qualitatively mild to moderate.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.